Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is inadequate maintenance of the device, debris in fill tube. However this cannot be confirmed. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information. External surfaces: clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection. Periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun was not cooling. Per wo review on 10feb2023, it was noted that there was no adverse impact, another device was used. Per additional information received on 13feb2023, another device was used on patient. There was no patient impact. Per sample evaluation results received on 24apr2023, it was reported that the root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the arctic sun device was not cooling properly. It was stated that the mixing pump was replaced. It was also stated that slow filling process. It was noted that the clogged fill tube replaced.

Event description:
It was reported that the arctic sun was not cooling. Per wo review on (B)(6) 2023, it was noted that there was no adverse impact, another device was used. Per additional information received on (B)(6) 2023, another device was used on patient. There was no patient impact. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the arctic sun device was not cooling properly. It was stated that the mixing pump was replaced. It was also stated that slow filling process. It was noted that the clogged fill tube replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.